Event description:
It was reported that the x-ray showed fracture of the femoral part of the prosthesis.

Event description:
It was reported that the x-ray showed fracture of the femoral part of the prosthesis.

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.